Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent vaginal exploration, removal of foreign body, replacement of mesh and cystocele repair due to failed mesh with erosion of tape on (B)(6) 2004. The patient underwent excision of exposed mesh on (B)(6) 2004. The patient underwent excision of exposed mesh on (B)(6) 2012. No additional information was provided. (B)(4) - urinary/bowel problems; undefined recurrence; failed mesh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted concurrently with lavh/bso due to menometrorrhagia, pelvic pain, ovarian cyst and sui.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of exposed area of sling and wound irrigation on (B)(6) 2009 by (B)(6) md. It was reported that the patient underwent complex urodynamics and rigid cystourethroscopy on (B)(6) 2012 by (B)(6) md at (B)(6) hospital.